Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed an image that was too bright (outshining). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to update the b3 date of event. Updated field: b3, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.